Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record for pn 00770100000 determined the roller gear was damaged and was replaced which resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Event description:
It was reported that there was an incomplete mesh during the meshing of allograft skin. Gears are worn, which may have caused the issue. The living legacy foundation is a cadaver skin bank and there was therefore no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.